Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that this was a spinal fusion (th11-l1) for osteoporotic vertebral fracture. In the surgery, vertebral replacement using x-core (non-synthes) was performed for the th12 vertebral fracture. The patient's position was changed and prime fenestrated screws were used for posterior fusion (th11-l1). The screws 5.0 x 50 mm were inserted into l1 on both the left and right sides. Because the patient had osteoporosis, cement augmentation was performed. However, at that time, leakage of cement from the screw on the right side of l1 into the vein was confirmed. The surgery was completed successfully without any surgical delay. The patient outcome was reported to be stable. No additional intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part# 07.702.016s. Lot # 4f53730. Manufacturing site: osartis gmbh. Supplier: (B)(4). Release to warehouse date: 13 jun 2024. Expiration date: 01 jun 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.